Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was difficult to press and may not be working properly. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot the issue with tandem technical support. The customer continued to use the pump for insulin therapy.